Event description:
It was reported that, during a follow up appointment, this right ventricular exhibited loss of capture. Technical services (ts) discussed possible causes and provided troubleshooting steps. This lead remains in service. No adverse patient effects were reported.